Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused goiter in the left mandible. The patient did receive medical intervention and reports to be having an ultrasound in january. There was no report of patient harm or injury. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b1, h1 and h6 updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused goiter in the left mandible. The patient did receive medical intervention and reports to be having an ultrasound in january. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.